Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 06/28/2016. Device evaluation: the device was returned for analysis, and visual examination was not able to confirm the connector type as the port was not returned. Visual inspection noted darker discoloration on the belt of the band. An air leak test was performed and leakage was observed. Analysis noted that the band and tubing was broken with striations consistent with surgical end cut to remove the device. Under microscopic analysis wear/abrasion was observed on the outer surface of the band tubing. The events reported are surgical/physiological complications and analysis of the device generally does not assist apollo in determining a probable cause for these events. Device labeling addresses the reported event of possible reflux and pouch dilation as follows: precautions: insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Adverse events: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Reported as: patient with the lap-band system was reported to have "heartburn and night time regurgitation. Barium swallow pouch - total defill - still having heartburn." Device was explanted and replaced.